Event description:
On (B)(6) 2009, a company representative reported that the patient was attempting to change the insulin cartridge when the plunger became stuck to the piston rod of the infusion device and approximately 315 units of insulin spilled into the cartridge compartment. The patient switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.